Event description:
It was reported that the patient had been hospitalized for abdominal pain which started about a month ago. The patient felt that the implantable neurostimulator (ins) was not working. It was noted that they wanted a manufacturer representative to interrogate the ins.

Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 4351-35, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).